Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, when the customer disconnected at the luer lock and performed the fill tubing process, no insulin was seen exiting the pigtail. The customer loaded a new cartridge and successfully saw drops of insulin exit the tubing. Customer was successfully able to resume insulin delivery. The customer's blood glucose level was 126 mg/dl.